Event description:
Rptr had breast implant surgery in 1982 to correct a birth defect. Within several yrs she developed capsular contraction in left breast to the point where it was painful to sleep on her stomach. In 1989, rptr had the left breast implant removed and replaced with this co's implant with the hope of preventing the capsular contraction. Within a couple of yrs, the same problem developed in her left breast. Date event occurred: 1984 and 1990. (Also see medwatch 1000432.)